Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged high bg, blank display, and failed battery test found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, dat at (B)(4) inches, active current test, and sleep current test. Blank display not confirmed during testing. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. No failed batt/battery failed alarm (58) listed in history files, however, the following alarms/alerts were noted on event date in history files: low battery alert (104) on (B)(6) 2021 13:52:00.000, replace battery alert (73) on (B)(6) 2021 23:23:00.000, replace battery now alarm (11) on (B)(6) 2021 23:54:00.000, and power loss alarm (6) on (B)(6) 2021 00:07:52.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor.the following were noted during visual inspection: cracked case (battery tube), cracked keypad overlay, and pillowing keypad overlay. Unable to verify customer alleged high bg. Blank display not confirmed. Failed battery test not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not returned. The customer had removed the battery and stated that the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not returned after insulin pump restart. It was also reported that the insulin pump was low on battery and not turning on even after inserting multiple batteries. Customer had also experienced high blood glucose since insulin pump was not working and patient was using manual shots. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.